Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the system gantry wouldn¿t move in any direction. They used it to register without any problem, but when they wanted to use it for verification the gantry wouldn¿t move. Verification imaging was aborted. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
Initial reporter updated. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.